Manufacturer narrative:
The sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Central line catheter hub leaking due to crack in the hub. Catheter defective and central line had to be removed.